Event description:
Customer reportedly obtained results of 379 mg/dl and 138 mg/dl within 10 minutes on the same device. Customer also reportedly obtained results of 328 mg/dl and 108 mg/dl on the same device within 10 minutes. No action was reportedly taken based on device results. No adverse event reported and no treatment received. No strip information reported and no quality controls were used. Requested return of suspect device and replacement was sent.